Event description:
Reporter indicated that a patient had high lead impedance. It is unknown when high lead impedance was first observed. Lead revision surgery was performed. The explanted lead was discarded by the hospital. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.